Manufacturer narrative:
Manufacturer's investigation conclusion: the system controller is being evaluated for the reported event of the motor stop command being pressed and the driveline being disconnected. The system controller (serial #: (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 3 days (B)(6) 2021, (B)(6) 2021 ¿ (B)(6) 2021 per time stamp). Events occurring on 04feb2021 took placing during manufacturing testing. During these events at manufacturing, the driveline was not connected, and the pump was not on; however, this is accurate data to occur during this testing. The driveline was not connected to the system until 01jul2021 at 12:31:54. There were no notable events active in the log file. Pump operation was not affected. The review of the log file did not indicate an issue with the system controller. The device history records were reviewed for the system controller (serial #:(B)(6) and the system controller was found to pass all manufacturing and qa specifications before being shipped to the customer on 14apr2021. The DHR revealed that manufacturing testing was performed on (B)(6) 2021. Heartmate ii instructions for use section entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use section entitled ¿equipment storage and care¿ and heartmate ii patient handbook section entitled ¿caring for the equipment¿ addresses how to store, maintain, care for equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had log files sent in for review. The log files captured the motor stop command being pressed on (B)(6) 2021 and the driveline cable being disconnected approximately 1 second later while the system controller was connected to the power module.